Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately ten (10) minicaps had some ¿yellow stuff¿ on them. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 01/19/2017-01/27/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.